Manufacturer narrative:
D9: device received on 4/30/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a cracked downstream occlusion (dso) seal. The reported issue of the pump stopping and partial dose being given, was not confirmed. The dso seal was replaced to fix the issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the kvo light was on, stopped pumping and partial dose was given. There was no reported patient involvement.